Event description:
Longitudinal femoral during impaction of femoral broach. During surgery 4 cerclage wire's were placed on the fracture.

Manufacturer narrative:
Document review: amistem femoral broach, (B)(4) - lot 096669: produced 9 broaches, on the market since march 2010. No anomalies found, related to the issue occurred. This is the first case in which this code and this lot are involved. From the data collected, the femur fractured during broaching is unlikely related to the performance of the device, but more probably due to a use error. Medacta is waiting for the broach to analyse it: if any anomaly is found, a follow up will be submitted.

Manufacturer narrative:
The broach was received back and measure in quality control department, finding everything in accordance with the specifications. The case was finally closed with the information available at that time.